Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during use in the early stage of the transurethral laser resection of the prostate, a snapping sound was heard and a part of the inner sheath broke and fell into the body. The fallen part has been collected. The procedure was accomplished.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3 and h4). The device was evaluated by olympus, and it was confirmed that the beak has broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: ¿-before use -warning -infection control risk "properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." - inspection and testing - inspecting the product "visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." -warning - risk of injury "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." -damaged product "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.